Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 4 years and 4 months post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. Per medical records received for the patient, the preoperative diagnoses were severe prosthetic aortic valve stenosis, chronic systolic left ventricular heart failure, and calcific atherosclerotic plaque in the descending thoracic aorta. The transcatheter aortic valve was explanted, and a 21 mm inspiris surgical valve implanted. The operative findings indicated that the sapien 3 ultra valve had exophytic calcific plagues at the left to right and left non-commissure that were excised. The patient was stable after the procedure.